Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that orders not crossed over to device. The technical support specialist dialed into the server and ran a downtime query, confirming no disconnected flags and that the received message is current. Upon opening health sight viwer (hsv), it was observed that their epic admission, discharge, and transfer (adt) interface was down for over an hour. The customer was notified via email to acknowledge this information. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned that orders not crossed over all station. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned that orders not crossed over all station. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.